Event description:
The following was reported to hamilton medical ag: flow sensor and leak test not pass, show the technical fault (B)(4) no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).